Manufacturer narrative:
Findings: pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected alarm error test, prime test, excessive no delivery test and occlusion test or verify compromised forced sensor alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer received the alarm while changing the set. Customer stated the sensor did not detect the reservoir while sitting. Customer also reported the drive support being loose. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.